Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. Customer was treated with manual injection. Customer current blood glucose was 146 mg/dl. Customer was wearing a sensor but it was not working and customer did not provide issue of why it wasn't working. Customer stated that the infusion set had holes and leaked. It was unknown about customer was using auto mode feature or not. Insulin pump will not be returned for analysis.